Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient experienced feeling weak, had pain in both legs, and lost consciousness. The dexcom device would have not alerted for an already low cgm reading. The patient was found by the patient´s son at around 05:00pm and an ambulance was called and the patient was brought to the hospital. The patient regained consciousness at the hospital the next day and was unaware of how she got there. The patient assumed that she received intravenous treatment but could not confirm any details regarding this. No other details were documented and the patient declined to provide further information. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient experienced feeling weak, had pain in both legs, and lost consciousness. The dexcom device would have not alerted for an already low cgm reading. The patient was found by the patient´s son at around 05:00pm and an ambulance was called and the patient was brought to the hospital. The patient regained consciousness at the hospital the next day and was unaware of how she got there. The patient assumed that she received intravenous treatment but could not confirm any details regarding this. No other details were documented and the patient declined to provide further information. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was that the alert was disabled. In connection with the allegation, data found on (B)(6) 2025, the high and low alerts were disabled on the app. The patient¿s estimated glucose value dropped to 68 mg/dl, and the app delivered urgent low soon alerts, escalating to 100% volume. The patient¿s egv dropped to low (less than 40 mg/dl), and the app delivered urgent low alerts, escalating to 100% volume. None of these alerts were acknowledged. No additional event or patient information is available.